Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during use. The power was cycled but the programmer froze again. It was noted by the user that there were no error codes. It was recommended that the programmer be returned to service. The programmer has not been received into service. No patient complications have been reported as a result of this event.